Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec38-i10l. In the event reported, the user stated that the right/left angulation is broken. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was return to pentax for further evaluation on service order (B)(4) where the user narrative was confirm. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the us connector cable crushed. Based on the result, we concluded that it was caused due to the excessive force applied on the us connector cable. In addition, we confirmed that the angle wire corroded, the stay coil collar corroded, the receptacle corroded, the mecha base plate corroded, the down pulley wire worn out, and the left pulley wire worn out. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.